Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25015378. The feedback provided by the customer states that, " the tap was misaligned with the valve without any manipulation." Further information from the customer has stated that the connector had come off by itself. The substance used for infusion is a hydration fluid and the incident happened during the dressing change. There were no consequences for the patient; the nurses monitored the patient closely to ensure that they received enough fluid. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25015378 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2025, in pediatric hematology, a hydration leak was observed at the protective film of a bidirectional valve mounted on a PICC line catheter. The nurse noted that the stopcock was mismatched with the valve without any manipulation. The incident is repetitive with this valve reference. Risk of infection and air embolism. Additional information received from the customer: was patient or user harmed? If yes, please explain. There were no clinical consequences for patients. Nevertheless, there was a loss of product and a risk of infection following the necessary handling after the incident. Could you confirm the number of products concerned? One, but it has not been kept. Could you clarify the event described as ¿the tap was misaligned with the valve without any manipulation¿? Did you notice a connection problem? It had come off by itself. Could you confirm what substance was being infused at the time of the event? A hydration fluid. Could you confirm when the defect was identified: during priming or during infusion? If it occurred during infusion, when did it occur? It occurred during the dressing change. Could you confirm the exact location of the leakage? A white mud seal, or the teeth, the nurses are not really sure (it is not the first time and it is always in the same place) could you confirm whether the patient received an insufficient infusion due to the leakage? Were there any other repercussions for the patient? There were no consequences for the patient; the nurses monitored the patient closely to ensure they received enough fluid.